Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The test strips are now past their expiration date, but were not expired at the time of the comparison.

Event description:
It was reported the patient received the following results within 10 minutes: 120 mg/dl and 232 mg/dl.